Event description:
Could not stand up [dysstasia]. Problems walking [gait disturbance]. Pain felt like kneecaps were falling off and knees were going to explode [arthralgia]. Instantly affected my dystonia [dystonia]. Have had an allergic reaction to synvisc one [hypersensitivity]. Swelling [swelling]. Case description: spontaneous report was received on 01/18/2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt was diagnosed with osteoarthritis and primary dystonia in 2007. In addition, the pt's medical history was significant for two open heart surgeries (one when the pt was (B)(6) and the second one when the pt was (B)(6)) and blepharospasm. On (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g-f 20) injection of 6 ml, once, in both knees. The lot number synvisc one was not provided. Since receiving the synvisc one injection, the pt reported having problems in walking and could not stand up. It was reported that the pain felt like "kneecaps were falling off and knees were going to explode". The pain worsened and caused her to scream at night. The pt stated that she could barely walk and had to use a wheelchair and she also experienced swelling. It was further reported that the injection affected her dystonia and that she might have had an allergic reaction to synvisc one. The pt received treatment with vicodin (hydrocodone bitartrate, paracetamol) and morphine for the event of pain. No action was taken with synvisc one. The outcome for the events of difficulty in walking, could not stand up and "pain felt like kneecaps were falling off and knees were going to explode" was not yet recovered. The outcome for the events of "instantly affected my dystonia" and "have had an allergic reaction to synvisc one" and swelling was not provided. Concomitant medications were not provided. The intensity for the events of difficulty in walking, could not stand up, "pain felt like kneecaps were falling off and knees were going to explode", "instantly affected my dystonia" and "have had an allergic reaction to synvisc one" and swelling was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 01/19/2012. Evaluation summary: the product log number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.